Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device, an error code related to the charging of the internal battery was observed. The device's software was reloaded to address the issue. During the evaluation of the device, the loss of power alarm failed to sound. The device's system board was replaced to address the issue.